Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with juvéderm® volbella¿ with lidocaine, 0.25 cc per tear trough and 0.5 cc in the lips. 2 months later, patient presented with a late inflammatory nodule (pea size) at the right tear trough. No other sites reacted. Patient self-treated with cold compresses for a month before contacting the doctor. Doctor prescribed antibiotics and provided hyaluronidase. Symptoms diminished by 50%. This injection was [patient¿s] 3rd injection in tear trough. Never had nodules before.